Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not deliver shock therapy to this patient in ventricular fibrillation (vf). The patient was externally rescued.